Event description:
It was reported to philips that the heartstart mrx defibrillator failed the functional test for load button. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the device failed the functional test for the charge button. Based on available information, the customer reported that the device had failed the functional test for the charge button. The rse contacted the customer remotely, and the customer informed the rse that the functional check had been performed as per the user manual, which resulted in a positive outcome. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer performed the functional check as per the user manual, which resulted in a positive outcome. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.